Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ catheter was selected for treatment. During the procedure, the balloon was dilated on the first inflation at 6 atmospheres and second inflation at 8 atmospheres. However, the physician noted that the balloon ruptured upon the third inflation at 10 atmospheres. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.